Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed loss of capture and low impedance of the left ventricular lead. The lead was programmed off and the patient was scheduled for a follow-up in clinic visit. Patient was asymptomatic throughout event.